Event description:
The customer used the device to check their blood glucose and obtained a result over 200 mg/dl after eating dinner and taking insulin. Pt then took additional insulin and displayed signs of hypoglycemia. They went to the hospital and they checked their glucose at 40 mg/dl while their device read over 300 mg/dl. Pt was admitted and released four days later. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.